Event description:
It was reported that the jaw of the subject device was fractured. The issue occurred during preparation for use for a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
E1 - facility name- (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional . The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Updated fields: d4, d9, h2, h3, h6, h11.

Event description:
No additional information received from customer.